Manufacturer narrative:
H3: product analysis of product:9560524, lotno:my18g001r - the requested phenomenon (unable to fixate) was confirmed during the inspection at the time of acceptance. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding an instrument to be used in an unknown spinal surgery. It was reported that the flex arm was unable to fixate. There was no patient involved in this event. No further complications were r eported/anticipated.